Event description:
Caregiver (B)(6) alleged that when she was transferring mrs. (B)(6) from the bed to the wheelchair the patient lift was lowering down slowly by itself. Referred caregiver to (B)(6) and I also sent an email to (B)(6) service department to help the consumer out.

Manufacturer narrative:
Follow up to be sent if additional information is received.